Manufacturer narrative:
Per tandem¿s user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Customer's blood glucose (bg) was 300 mg/dl. Additionally, customer reported bg of 48 mg/dl due to customer requesting a larger bolus than needed. Customer acknowledged that it was due to use error. Reportedly, customer was treating low bg. However, customer declined provide additional information regarding bg.